Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient woke up not feeling well and found the cannula was not inserted in the infusion site (abdomen). Patient treated high bg with manual injections and avoiding carbohydrates. Document increase in bg levels from pdm records or as described by the caller: (B)(6).